Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), which was returned for normal maintenance, the electrode belt failed the fall-off test. The last patient to use this electrode belt did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon receipt the electrode belt failed the fall-off test. The cause for the fall off failure on the ecgs was a defective u723 (dn pca falloff mux) component in the belt distribution node. Component u723 was out of tolerance. The root cause for the defective component cannot be positively determined. No adverse event occurred due to the defective component. The last patient to use this electrode belt did not report any problems.